Event description:
Pt presented to hosp on 7/8/96 with inappropriate shocks from internal cardiac defibrillator implanted in 9/95. An x-ray demonstrated a fractured internal cardiac defibrillator lead. Examination of the lead upon explant by the surgeon on 7/10/96 showed the outer coil to be completely disrupted at the level of the clavicle and the first rib.